Event description:
The user provided their cleaning disinfection and sterilization (cds) practices of the subject device where the detergent used for pre-cleaning is aniosyme. The steps performed in pre-cleaning are aspiration of water through the instrument / suction channel, and flushing the air/water and auxiliary water channels. The device is manually processed with an kit scope clean ((reference (B)(4)) model cleaning brush, anioxyde 1000 disinfectant, and aniosyme detergent. The brushed points are the instrument / suction channel, suction cylinder, the instrument channel port, and the distal end / arears around elevator. The device is not processed in an automated endoscope reprocessor (aer). The device is stored in a tray with cleanascope sterile tray pouch. The device has not had maintenance.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cds practices. Results of third party testing. The device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the bending section rubber glue was separated and the connecting tube was crushed/ pinched. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the bronchovideoscope tested positive for an unexpected contamination. The issue was found at reprocessing during a routine culture of the scope. During sampling, the scope tested positive for 2 colony forming units (cfus) of staphylococcus epidermis and 2 cfus of filamentous fungi. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
As of this report, olympus has not received the third-party culture test results to confirm the reported positive culture. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.